Manufacturer narrative:
(B)(4).

Event description:
A device was returned for evaluation (B)(4) lot number 5227022) however this is not the complaint device (B)(4) lot number 5226560). The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed.the device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no sound on the receiver and an adverse event. It was reported that the patient was feeling low and stated that the receiver was reading 54 mg/dl but the sound did not go off. It was indicated that the patient could not recall if they heard the high-volume alert for the low. The patient showed the receiver to a family member and the family member treated the patient with orange juice. After the patient was treated, the family member waited until the orange juice took effect and the patient recovered after 15 minutes. No paramedics or medical professionals were called. At the time of contact, the patient was in good condition. No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.